Manufacturer narrative:
Cracked blade evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that while performing a laparoscopic bariatric bypass procedure, the device shut down. The device was powered off and retried, then an error code was displayed. Another same like device was used to complete the case. There was no patient consequence.